Event description:
It was reported that the customer received an allegedly high blood sugar reading on medisense blood glucose monitoring device. The customer subsequently retested on a neighbor's meter and received a lower reading. The customer administered a higher than usual dose of insulin based on the higher reading. The customer began to feel weak and dizzy. The customer drove an automobile and was involved in an accident. No product has been returned for evaluation.